Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass. There was slight difficulty loading, toggling, and unloading the devices. Upon toggling the suturing devices, the needles disengaged. All of the needles were captured at the moment and retrieved. Nothing disengaged into the patient cavity. The issues occurred prior to the case as well as during suturing of the jejunojejunal and stomach. To complete the procedure, another suturing device and loading unit were used. No patient injury or extension in surgical time. There was not medical or surgical intervention needed to prevent a permanent impairment of a function. Patient status is alive, no injury.